Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: unknown event date: d9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter is j&j company representative: h3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: it was reported during the local/internal inspection in the orthokit loaner department at loc umkirch, the following product deviation was identified. It was noticed during the inspection that the screwdriver shaft does not fit into the handpiece. There was no report of customer complaint, no patient impact, and no surgical delay this report is for 2.4/3.0mm cruciform scrwdrvr blade with hex coupling for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary the device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that scrdrivershaft-2.4/3 crucif not self-hol had no defect. The allegation cannot be confirmed. A dimensional inspections were performed for the scrdrivershaft-2.4/3 crucif not self-hol and met specifications. A functional test could not be performed as the mating device was not returned. The overall complaint was unconfirmed as the observed condition of the scrdrivershaft-2.4/3 crucif not self-hol would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Reviewed dimensional inspection: specified dimensions: nail ø = 4 mm +/- 0.2mm measured dimensions: nail ø = 3.99 mm . Device history part # 313.939, synthes lot # 187521, supplier lot # 187521, release to warehouse date:07 oct 2022, supplier: (B)(4). No ncr's generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.